Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters underneath the electrodes. There was no alleged device malfunction contributing to the blisters. The patient¿s nurse advised putting vaseline on the blisters. Outcome of the blisters is unknown.